Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a glue like yellow substance inside a couple of bd ultra-fine¿ 6mm insulin syringe before use. No injury or medical intervention.

Manufacturer narrative:
A sample or photo is not available for evaluation. A review of the device history record was completed for batch# 6179883. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] initiated during production of the above listed batch for unrelated incidents to this complaint cause. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.